Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, there was no moisture observed in the battery compartment. A leak test failed due to an audio bolus button leak. The pump cover was removed and there was no internal moisture found in the pump. The pump booted up with a hard cs 052 alarm. The software files were reloaded and the pump rebooted to the verification screen after the software was reloaded.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.